Event description:
Note: this report pertains to one of two devices used within the same patient. Refer to manufacturer report # 3005099803-2015-01969 and 3005099803-2015-02115 for the associated device information. It was reported to boston scientific corporation that two wallflex esophageal stents were implanted in a patient¿s esophagus during two different esophagogastroduodenoscopy (egd) with stent placement procedures performed on (B)(6) 2015 and (B)(6) 2015. According to the complainant, the indication for stent placement was to seal a surgical leak. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to either stent placement. On (B)(6) 2015, the first wallflex esophageal stent (the subject of MFR report #3005099803-2015-01969) was implanted without issues. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be okay. Post procedure on (B)(6) 2015, another esophagogastroduodenoscopy (egd) procedure was performed and the physician noted that the stent had migrated distally in the esophagus. The first wallflex esophageal stent was left in place and on (B)(6) 2015, a second wallflex esophageal stent (the subject of MFR report #3005099803-2015-02115) was implanted proximal to the first stent during an esophagogastroduodenoscopy (egd) with stent placement procedure. The patient's condition at the conclusion of the procedure was reported to be okay. On (B)(6) 2015, the physician checked the placement of the second stent using x-ray and noted the second wallflex esophageal stent had also migrated. The second stent was left in place and on (B)(6) 2015 a third wallflex esophageal stent was implanted to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the labeled indications. "Stent migration" is listed within the dfu as a potential adverse event; however, the dfu states "the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." In this case, the physician used the device to seal a surgical leak in the esophagus. Therefore, the most probable root cause classification is user / use error.